Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient expired. The cause of death was pending. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.